Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was in use when was being withdrawn from the scope and got stuck inside the scope. According to the complainant, to prevent damage to the scope, the scope and needle were removed together from the patient. Upon removal from the patient, it was observed that there was a kink in the sheath of the needle. The distal part of the needle (the kinked portion) was cut off in order to remove it safely from the scope. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine." This is the first of two devices that were reported to malfunction during this procedure. Please refer to manufacturer report #3005099803-2009-00092 for details of the second device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not yet been received at the investigation center. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.